Manufacturer narrative:
The device was unavailable for evaluation. An adverse event was reported to have occurred during an olif/atp procedure to treat l1/l2, l2/l3 using a rise-l spacer on (B)(6)2024. This event occurred in japan. It was reported that the patient's pleura was damaged during rib resection to access l1/l2, possibly due to adhesion of the patient's tissue to the removed rib section. The damaged tissue was sutured, delaying the procedure by two hours. The case was completed with no further events. Globus medical products (including disc prep instruments, retractors, and interbody spacers) were not reported to have been used during the rib resection portion of the case, and as such did not contribute to the adverse event. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during surgery patient's pleura was damaged, delaying the surgery two hours to suture the area. This event occurred in japan.